Event description:
Caller reported experiencing multiple occlusion alarms. The customer's blood glucose level was displayed as "high," though the specific value was not provided. To address the high blood glucose, the customer performed a correction injection. Despite experiencing frequent occlusion problems, the customer resumed insulin without altering any supplies and did not require external assistance.